Event description:
The customer reported a sigma spectrum infusion pump that was programmed to infuse dopamine for a pt weighing (B)(6) instead of (B)(6). The customer also stated that the spectrum pump was supposed to have an upper weight limit of (B)(6) but when he tried it on his demo device the device accepted a pt weight of (B)(6).

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.